Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcu battery died within minutes of arriving to or [operating room].

Manufacturer narrative:
Correction on initial report: b.4. Additional information provided: d.11. Although requested, section a information was not received. The reported issue of a battery dying within minutes of arriving to or could not be confirmed. ¿the received pcu event log had recorded the pcu when powered on displayed a replace battery message screen for having a battery with low capacity. The user had confirmed the message which by design allows continued use of the system if it is desired. ¿throughout the entire day of usage the pcu had recorded alarming appropriately with low and very low battery alarms whenever the ac power had been disconnected. There was no recorded event of the system having lost power or having had a ¿battery discharged¿ alarm event. ¿with only minimal information made available (pcu event log only) the battery low capacity issue could not be investigated further. Even though the information provided is minimal, it is not believed a system malfunction had occurred. The root cause for the reported issue that the battery died within minutes of arriving to or is believed to be associated with the pcu having a low battery capacity; however there was no found recording that the system had lost power. No device was returned for investigation. H3 other text : no devices received, log review only.

Event description:
It was reported that the pcu battery died within minutes of arriving to or [operating room].